Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. Motor damage was also noted. The following cosmetic damage was found on the device: a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd screen. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she dropped her insulin pump in water and now her display screen is unreadable. Her blood glucose at the time of incident is unknown. Troubleshooting for insulin pump exposure to fluid was initiated; the insulin pump appeared to work as designed but the screen was still unreadable. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.